Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2008, the primary surgery was performed via tka with the implants in question. On (B)(6) 2023, the revision surgery was performed because of the pseudotumor due to armd resulting from metal on metal implants. In the surgery, a posterior approach was used to incise the fascia, and a pseudotumor was identified and removed. Pseudotumors and tissue degeneration were observed within the arthrodesis. The surgeon removed the metal head. The head-neck junction area had a black color change and was suspected to have metallosis. The inside of the head that was removed also had a black color change. The metal liner and s-rom stem were also removed. Bone was generated in the distal flute area after the stem extraction and was excavated with a medullary reamer. The surgeon made a provisional repair with a stem, head, and liner trial. There was no dislocation problems, so he replaced the implants and the wound was closed. The surgery was completed successfully with 120 minutes delay. No further information is available. Doi: (B)(6) 2008 .doe: (B)(6) 2023. Affected side: unknown.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.